Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2007. Predilatation was performed, balloon angioplasty on the svg to ri to om graft, followed by the deployment of a xience v stent in the mid lad cass 13. Angina began in 2009 and the patient suffered a non q-wave mi. Revascularization was performed on the target vessel in the proximal (cass 12) and distal (cass 14) lad to treat thrombosis via a thrombectomy, and the placement of additional xience v stents. No additional event or patient's information is available.